Event description:
The company received a report of a leak, but the source of the leak could not be identified and resulted in difficulty in inflating and/or deflating the cuff. This report is associated to the second occurrence referenced on MFR# 2936999-2010-01340 / (B)(4).

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint samples being returned and the lot number of the product, a full investigation cannot be carried out. A sample is being returned on the associated report. Info has been added to the database for trending purposes.